Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 39 months ago. Aneurysm morphology at the time of implant was not reported. It was reported the aortic neck was 21 mm in diameter and the stent graft was implanted 2-3 mm below the level of the renal arteries. A recent CT scan showed the stent graft was 1.5 cm below the level of the renal arteries. The stent graft had also come out of the iliac artery with a distal type 1 endoleak present. The aortic neck had dilated due to disease progression and it measured 23 mm in diameter. The aortic neck had an angulation of 45-50 degrees and the iliac artery had an angulation of 60-70 degrees making the aorta take a "c" shape. The pt had severe scoliosis and was not a surgical candidate. A 26 mm aneurx aortic cuff was implanted proximally for treatment of the migration and an 18 x 115 aneurx iliac stent graft was implanted on the right for repair of the distal type 1 endoleak. No add'l clinical sequelae were reported and the pt is fine.